Event description:
It was reported that during the implant procedure, the physician had difficulty extending the helix of the right atrial (ra) lead. The lead was removed and the physician chose not implant a ra lead. The atrial port of the bi-v implantable pulse generator (ipg) was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).